Event description:
Device failed to extract from sternum, requiring surgical intervention in operating room.

Event description:
Add'l info rec'd from MFR 11/05/04: there were no removal issues in 2000. Whenever a removal issue is reported to pmc, a thorough investigation by pmc qa and engineering takes place to identify root cause of the issue. In all removal cases, to the best of the investigation ability, pmc has not been able to attribute to a product malfunction or product defect. The info pmc has been able to obtain during its investigation has indicated causes are due to either an operator technique error upon removal, incorrect procedure, or not having the removal tool to remove the fast1 at the hospital or care facility. Pmc has incorporated in its 2004/2005 business plan, an engineering project to remove the remover entirely. Company is in the process of attaching the remover tool to the protector dome to avoid the removal tool not being being with the pt upon arrival or into the care facility. Pmc has procured laminated foam backed posters showing the removal process and has started to deliver them out to various hospitals and care facilities. Pmc will be performing train-the-trainer sessions. Pyng medical is planning to organize in-services at national ems shows and conferences.